Event description:
It was reported that the bipolar impedance on the atrial lead was low, which led to a lead warning. Upon an impedance induced polarity switch the patient experienced pocket stimulation. It was also noted that the lead's unipolar impedance was higher than its bipolar impedance. Noise was observed during atrial high rate episodes when the lead was in the unipolar configuration. The lead polarity was reprogrammed to bipolar, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.